Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system was damaged. No conclusion can be drawn since there is no service or repair info available.

Event description:
The customer reported that intermittently the stenoscop system locked up after using the foot pedal. No pt injury was reported.